Event description:
It was reported that a patient presented with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.